Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the allegation high thresholds against the lead was not confirmed. Explant damage was only noted.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds. This ra lead was then explanted. No additional adverse patient effects were reported.